Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 253mg/dl. The customer stated that their elevated bg level was due to a meal high in carbohydrates and not due to the occlusion alarm. The customer administered a manual injection and delivered a correction bolus to address the bg level. The infusion set tubing was found to be operating as expected and a small scratch was observed on the cartridge. There was no damage noted to the cannula. Tandem technical support educated the customer on the possible causes of occlusion alarms, the customer stated that the pump was too sensitive and the occlusions are being falsely detected.